Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the chronic catheter was allegedly found kinked prior to use. It was further alleged that a new device kit was opened and new catheter was used. There was no patient contact.

Event description:
It was reported that the chronic catheter was allegedly found kinked prior to use. It was further alleged that a new device kit was opened and new catheter was used. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one hickman 9.6 fr. Single lumen catheter with cuff as returned for evaluation. The sample was received with the clamp engaged on the catheter. When disengaged, a catheter kink was noted under the clamp. Therefore, the investigation is confirmed for the reported kink. As the clamp was received engaged, it is possible that material fatigue as a result of prolonged clamping in the same region contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.